Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor on the electric pen drive device was blocked, seized, jammed and moving heavily. It was further determined that the control unit was defective and the saw head was loose. It was further determined that the device failed pretest for the following: check with test hand switch, after ¿adjusting¿, check with test bench and record results. Power: 45 to 90 w (watt) and speed: min. 703 to 937 rpm, check function with foot pedal, check function with test hand switch, check function and direction of rotation, check symmetry with hand switch, and check the cable coupling. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.